Event description:
Reporter indicated via the manufacturer's implant card that a patient had vns generator and lead replacement performed on (B)(6) 2012 due to "broken battery." Attempts for further information and return of the explanted devices are in progress.

Event description:
All attempts for additional information and return of the explanted devices have been unsuccessful to date.